Event description:
The pt in 2000 was feeling light-headed, itchy all over and had a uti. A blood glucose result on pt's one touch basic enhanced meter was 79mg/dl. Pt was transported to the hosp where a ER meter result was 569mg/dl. Pt was admitted, treated for hyperglycemia and uti and released the following day. The meter is cleaned correctly, however, quality control tests are not performed as frequently as recommended.